Event description:
It was reported that high rv capture threshold and high pacing lead impedance were observed. The patient is asymptomatic. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.